Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated she felt weak, and his wife took him to the hospital due to diabetic ketoacidosis (dka). He was admitted for 1 ½ to 2 days. He was given fluids via intravenous (IV) therapy, potassium, and anti-nausea medication. At the time of the call he had improved, and his glucose level was normal. He stated that one example of the inaccuracy was that the cgm reading was 380 mg/dl but the bg was 189 mg/dl; however, he was unable to clarify when these values were taken or whether they were related to the hospitalization. He stated that he calibrated the device and the values got closer, but then several hours later were off by about 100 points. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention.